Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred with multiple cartridges. The customer's blood glucose level was 190 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer indicated that a new cartridge would be loaded.